Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in india the technical service report indicates: problem description (symptom): not functioning action taken at site (diagnosis): during observation found safelight cable was not working, this was due to defective fiber of the cable. Item is non-repairable. Final report: since the item is non-repairable, need to proceed with wr. Job completed: yes probable root cause: reed switch assembly malfunction use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the aim safelight cable intermittently switches run to standby mode and operates even without connected the dyonics adapter.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the aim safelight cable intermittently switches run to standby mode and operates even without connected the dyonics adapter.